Event description:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record. Gfe confirmed no allegation was actually made against the device and the fse came onsite solely due to the fsn received

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record. Gfe confirmed no allegation was actually made against the device and the fse came onsite solely due to the fsn received. This record will be closed as a non-complaint.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device or components indicated in this record. The good faith effort (gfe) confirmed that no allegation was actually made against the device and the field service engineer (fse) went onsite solely due to the field safety notice (fsn) the customer received.

Event description:
Based on the information currently available, there is no allegation of malfunction or defect of this device or components indicated in this record. The good faith effort (gfe) confirmed that no allegation was actually made against the device and the field service engineer (fse) went onsite solely due to the field safety notice (fsn) the customer received.

Event description:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device pads adapter cable is damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device or components indicated in this record. The good faith effort (gfe) confirmed that no allegation was actually made against the device and the field service engineer (fse) went onsite solely due to the field safety notice (fsn) the customer received.

Event description:
It was reported to philips that device has external paddle cable and adapter cable damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.